Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that while the patient was at home, he reported experiencing power limit advisory and multiple red heart alarms and exchanged the system controller with no resolve. While at the hospital, the patient continued to experience increasing alarms while supported on two separate power base units (pbu). Waveforms were obtained and sent to the manufacturer for analysis and the patient was placed on pneumatic support using an ip console and stroke volume limiter (svl).

Manufacturer narrative:
The patient remains stable on pneumatic support awaiting a heart transplant. No further information is available at this time. A supplemental report will be submitted, when the manufacturer's investigation is completed.